Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a controller failure alarm occurred while demo catheters were plugged in during training. The impella was disconnected and the aic restarted without any alarms. There was no patient involvement.